Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient who reported using the concept onestep lens case and it was cracked and solution leaked. The user destroyed the cracked lens case. The patient further reported that the same event occurred for two (2) other lens cases and she noticed cracks after about one-month of use for both cases. The patient reports three (3) lens case events, and therefore, three (3) MDR's will be filed. This report represents the second event, no lot number is known/provided.

Manufacturer narrative:
Corrected data: the initial MDR did not include the alternative report identification number: alternative report identification number: (B)(6). All pertinent information available to abbott medical optics has been submitted.